Event description:
It was reported to boston scientific that a hurricane rx dilatation balloon was used during dilatation procedure on (B)(6), 2010. The patient information and anatomical location of the procedure are not available. According to the complainant, the balloon ruptured during the procedure. Additional information received confirmed the rupture occurred during the initial inflation of the device. It was also confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Event description:
It was reported to boston scientific that a hurricane rx dilatation balloon was used during dilatation procedure on (B)(6), 2010. The patient information and anatomical location of the procedure are not available. According to the complainant, the balloon ruptured during the procedure. Additional information received confirmed the rupture occurred during the initial inflation of the device. It was also confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a review of the device history record (DHR) was performed and confirmed the device met all material, assembly and performance specifications. A search of the complaint database revealed there were no similar complaints reported for this lot. The returned device was confirmed to be from lot 13081103. A visual examination revealed the condition of the returned device was not consistent with the event description that the balloon burst, however a pinhole was noted in the balloon portion of the device. There were no other defect noted on the device. The most probable root cause is operational context, as the balloon pinhole likely occurred due to contact between the balloon and a sharp exterior source.

Event description:
It was reported to boston scientific that a hurricane rx dilatation balloon was used during dilatation procedure on (B)(6), 2010. The patient information and anatomical location of the procedure are not available. According to the complainant, the balloon ruptured during the procedure. Additional information received confirmed the rupture occurred during the initial inflation of the device. It was also confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Manufacturer narrative:
Corrected information that the returned device was received on july 6, 2010.